Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: the surgeon fired the reload on the initial firing near the pylorus. When he opened and removed the reload, he noticed a few unformed staples at the distal end of the staple line. He used a grasper to remove them. Placed subsequent firing proximal to complete staple line of first firing. The surgeon was not certain whether all five of the white lights illuminated to indicate complete firing but stated that he did not hear the idrive slow down during firing. No reinforcement material used. Current patient status is reported as no issues. No unanticipated tissue loss. No tissue damage. No blood loss of 500cc or more. Surgical time was not extended by more than 30 minutes.